Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose levels. The customer states the paramedics responded to their low levels, and their keyboard on the pump is locked. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was unknown. The customer states they have been on medicine for their cholesterol that may be contributing to the lows. Troubleshoot was conducted. The customer was advised to contact their healthcare provider regarding unexplained lows, and to monitor the device. The customer was advised to call back if issues persist.